Event description:
It was reported that during percutaneous coronary intervention, removal difficulties and stent damage occurred. A 3.5x32mm promus element plus stent was advanced and was unable to cross the lesion. The device was removed from the patient, and resistance was encountered while withdrawing the device into the guide catheter. It was noted that the proximal end of the stent was "lifted". The procedure was not completed due to this event. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, removal difficulties and stent damage occurred. A 3.5x32mm promus element plus stent was advanced and was unable to cross the lesion. The device was removed from the patient, and resistance was encountered while withdrawing the device into the guide catheter. It was noted that the proximal end of the stent was "lifted". The procedure was not completed due to this event. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Initial visual examination identified severe proximal stent strut damage. The proximal edge of the stent was severely bunched up, as it remained stuck in the distal edge of the guide catheter. The guidewire was also returned still inserted in the stent delivery system. There was also some minor kinking along the shaft of the device. The balloon was tightly wrapped and was not subjected to positive pressure. No further damage was noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).